Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt was selected for deep vein thrombosis thrombectomy procedure. The device was primed and then placed inside the patient. During the procedure when the device was in thrombectomy mode for a short time, a "check saline" error message displayed. They said the saline was fine, but then stated it seemed to be leaking a little bit down by the pump. The alarm reset was pressed and then it said it again. It would run for a little bit and then it would say "check saline." They reset it again and it did the same thing. After that, they removed the device, re-primed it, and tried to use it again. However, they completed the procedure with another of the same device that worked fine. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelante dvt thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt was selected for deep vein thrombosis thrombectomy procedure. The device was primed and then placed inside the patient. During the procedure when the device was in thrombectomy mode for a short time, a "check saline" error message displayed. They said the saline was fine, but then stated it seemed to be leaking a little bit down by the pump.. The alarm reset was pressed and then it said it again. It would run for a little bit and then it would say "check saline." They reset it again and it did the same thing. After that, they removed the device, re-primed it, and tried to use it again. However, they completed the procedure with another of the same device that worked fine. There were no patient complications and the patient was fine.